Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date in this report is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned caused injury, damages, to the patient, including but not limited to: blood clot, clotting and/or occlusion of the ivc, thrombosis/embolism, post-thrombotic syndrome and stenosis. The patient suffered life-threatening injuries and damages requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films available for review, it is not possible to clarify the location (proximal or distal) of the clots to the location of the ivc filter. Blood clots and thrombosis/embolism do not represent a device malfunction. Placement of a vena cava filter is not a cure for blood clots nor does it prevent the formation of other clots (thrombosis/embolism). Post thrombotic syndrome is a problem that can develop in nearly half of all patients who experience a dvt. A large thrombus within ivc may impede perfusion and cause venous insufficiency. Without images or procedural films for review, the reported vena cava occlusion and ivc stenosis could not be confirmed and the exact cause could not be determined. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned caused injury, damages, to the patient, including but not limited to: blood clot, clotting and/or occlusion of the ivc, thrombosis/embolism, post-thrombotic syndrome and stenosis. The patient suffered life-threatening injuries and damages requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
Corrected data initial reporter health professional: no. Initial reporter occupation: other, litigation paralegal. After further review of additional information received, the following sections have been updated accordingly: age or date of birth, date of event, date of report, relevant tests/laboratory data, other relevant history, brand name, concomitant medical products, date rec¿d by MFR, PMA/510k, type of reportable event and if follow-up, what type. Event: additional information received per the medical records indicate that the patient has a history of morbid obesity, multiple loculated left pleural effusions, pulmonary emboli, deep vein thrombosis with pulmonary embolism and the patient is suspected to have empyema.  The inferior vena cava (ivc) filter was deployed via the femoral vein into a position just below the renal veins. The patient was then prepared for other procedures.  On the same date as the index procedure, the patient had a left thoracotomy with decortication, segmental resection of his left lower lobe and placement of a pain pump. Additional information received per the patient profile form (ppf) states that the patient presented himself for a venogram where occlusion, thrombosis and postthrombotic syndrome were reported. Further examination of his thrombosis noted stenosis to be present. The reported injuries have caused the patient to experience emotional distress, mental anguish, anxiety and stress. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of morbid obesity, multiple loculated left pleural effusions, pulmonary emboli, deep vein thrombosis with pulmonary embolism and the patient is suspected to have empyema. On the same date as the index procedure, the patient had a left thoracotomy with decortication, segmental resection of his left lower lobe and placement of a pain pump. The inferior vena cava (ivc) filter was deployed via the femoral vein into a position just below the renal veins. The patient was then prepared for multiple other procedures that were done the same day. The filter subsequently malfunctioned caused injury, damages, to the patient, including but not limited to: blood clot, clotting and/or occlusion of the ivc, thrombosis/embolism, post-thrombotic syndrome and stenosis. Per the patient profile form (ppf), the patient presented himself for a venogram where occlusion, thrombosis and post-thrombotic syndrome were reported. Further examination of his thrombosis noted stenosis to be present. The reported injuries have caused the patient to experience emotional distress, mental anguish, anxiety and stress. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, thrombosis, post thrombotic syndrome and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Stenosis of the ivc is associated with use of all ivc filter products and does not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.